Manufacturer narrative:
It was reported that a revision surgery was performed due to dislocation. Head and liner were explanted and replaced. The associated devices, used in treatment, were not returned for evaluation. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the devices and the reported incident could not be corroborated. It was reported that the physician does not believe this was a product defect. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further medical assessment can be rendered at this time. Probable causes of dislocation could include but not limited to trauma injury or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to dislocation. Head and liner were explanted and replaced.